Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported leak could not be determined. In this case, it may be possible that insufficient preparation and/or the sidearm and the syringe (device use for preparation) did not form a secure connection or had a loose connection resulting in the reported leak; however, a conclusive cause cannot be determined since the complaint could not be confirmed during return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6 correction: health effect - impact code 4656 removed

Event description:
Subsequent to the previously filed report, it was reported that the procedure performed was to treat the superficial femoral artery. During dilatation of the armada 35 bdc in the patient, leaking was observed between the hub and shaft. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis observed the balloon catheter inflated and held pressure. There were no anomalies noted to the device. No additional information was provided.

Event description:
It was reported that prior to use, leaking was observed during inflation between the inflation port and proximal shaft [hub] on the balloon of the 5.0 x 20 mm armada 35 balloon dilatation catheter. An unspecified device was used to complete the procedure. As it was noted that there was no patient involvement, the leaking will be documented as observed during preparation. There were no reported clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.